Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3034080 d4. Medical device expiration date: 31-01-2028 h4. Device manufacture date: 03-02-2023 h.6. Investigation summary: material #: 368607 lot/batch #: 3034080 and 3044896 bd had not received samples or photos for investigation. Therefore, 10 retention samples of each reported lot number (20 samples total) from bd inventory were evaluated by functional testing, each used to draw 10 vacutainer tubes, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle that there was blood splatter or leakage. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes hazard, injury or erroneous results details customer observed leaking blood when drawing patients. (B)(4). Leaking blood.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes d.10 returned to manufacturer on: 31-aug-2023 h.6. Investigation summary: bd received 5 samples from lot 3034080 for investigation. The samples were evaluated by functional testing, each used to draw 10 vacutainer tubes, and the indicated failure mode for sleeve leakage with the incident lot was not observed. Additionally, 10 retention samples of each reported lot number (20 total) from bd inventory were evaluated by functional testing, each used to draw 10 vacutainer tubes, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle that there was blood splatter or leakage. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes hazard, injury or erroneous results details customer observed leaking blood when drawing patients. (B)(4). Leaking blood

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer eclipse blood collection needle that there was blood splatter or leakage. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes hazard, injury or erroneous results details customer observed leaking blood when drawing patients. Sm 368607, 3034080, 044896 leaking blood.